Manufacturer narrative:
Flashing medtronic logo display due to severely corroded pcb1 board and pcb2 board. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to flashing display. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case, pillowing keypad overlay. The p-cap/reservoir does lock properly. Confirmed flashing medtronic logo display after battery installation due to severely corroded pcb1 board and pcb2 board. Unable to confirm pump error 130 due to flashing mdt logo display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump error 130(this alarm is generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement). The customer reported no adverse event. The event involved product(s) mmt-1805. Troubleshooting was not performed. Customer was able to clear the error and complete the rewind process. Pump passed displacement test. No harm requiring medical intervention was reported. No product return is required for mmt-1805.

Event description:
Updated summary: the customer reported flashing medtronic logo. The device mmt-1805 will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated summary. 2. Section h6 - added medical device problem code 1184. 3. Section h6 - updated type of investigation, investigation findings, investigation. Conclusion codes. 4. Section h11 - updated return status rationale. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.